Manufacturer narrative:
(B)(4). Jaw or cam. The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar and to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not advance the clips. When being removed from the patient, it was noticed that the jaws were stuck open and the device could not be removed without removing the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.